Event description:
On 02/26/ 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone for additional clarification. The reporter claimed that the battery was replaced and the meter would not power on. One day earlier at 9:00 am, the pt had been experiencing "low blood glucose symptoms, such as feeling a little confused". Based on the symptoms, the pt was treated with orange juice. His physician was contacted during the time of concern and he was advised to maintain his medication regimen. It would have been helpful to know when the power issue began, when the battery was replaced, when the pt started experiencing low blood glucose symptoms in relation to the onset of the power issue, his testing frequency, whether he attempted to test during the time of concern, all symptoms experienced during the time of concern, whether the symptoms were usual hypoglycemic symptoms, if the pt attempted to test following the orange juice treatment, and his medication regimen before/during the time of concern. The customer care advocate (cca) verified that the pt was using the correct test strips, the battery had been replaced per the owner's manual, there had been no trauma to the meter, the battery was correctly installed, and the battery contacts were in good condition. The cca walked the reporter through temporarily resolving the issue by reseating the battery and the meter powered on. The calibration code was also corrected. The meter, test strips, and control solution were replaced. The meter was received on 03/13/2007 and the testing was completed on 03/16/2007. No problems were found and the meter passed product investigation. Although no problem was found at the time of product investigation and there is insufficient information regarding the event, this complaint is being reported as an adverse event. The pt was unable to test, alleged experiencing low blood glucose symptoms, and received orange juice treatment.